Manufacturer narrative:
Literature article citation: sasso. ¿a retrospective study of the use of vertex reconstruction system for posterior stabilization of the cervical spine in clinical practice¿. Mean age 50.2 years (range 24-69); 9 men and 14 women. (B)(4).

Event description:
It was reported in a literature article that twenty-three patients underwent cervical spine fusion surgeries. There were five unilateral constructs and 18 bilateral constructs. The instrumented levels was c2-c5 in one patient, c2-c6 in one patient, c2-c7 in one patient, c3-c5 in one patient, c3-c6 in one patient, c3-c7 inn five patients, c4-c7 in one patient, c5-c6 in four patients, c5-c7 in seven patients, and c6-c7 in one patient¿a total of 59 cervical levels involved. The average number of involved levels was 2.6 levels/patient. All instrumented levels were fused. It was reported that two patients had complications with pain. No additional information is available.